Manufacturer narrative:
The device was returned to olympus for inspection. The customer returned the bronchovideoscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had noisy image. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for evaluation related to a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had a noisy image. There was no patient involvement.